Event description:
The consumer alleges the shower chair fell, causing her to fall into the shower curtain, resulting in bruises on her entire side and shoulder. No serious injury is alleged.

Manufacturer narrative:
Consumer had contacted MFR, and user alleges the chair fell, and she had fallen into her shower curtain which resulted in her seeking medical attention, and obtain an injection for treatment. MFR contacted dealer, and info suggests the hardware was loose. Nature of complaint suggests a result of improper loading or improper use of the device. MDR filed based on alleged unconfirmed medical intervention.